Manufacturer narrative:
Zoll has not received the autopulse li-ion battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported the autopulse li-ion battery(B)(4) did not power on autopulse platforms. The customer did not provide any further information. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The customer reported a complaint that "the fully charged autopulse li-ion battery (sn (B)(6) would not power on autopulse platform" was not confirmed during the functional testing. The customer reported complaint was not reproduced during the functional testing of the returned battery.no device malfunction was observed, and the battery functioned as intended. Upon visual inspection, no physical damage was observed. The status leds on the battery illuminated four green lights. The battery passed charging in a known good autopulse multi-chemistry battery charger (mcc). The battery was heated from 30 to 60°c in 5°c increments, for 4 hours at each temperature, and activated the autopulse platform at all temperatures tested. The battery is fully functional.